Manufacturer narrative:
The subject device was disposed.

Event description:
It was reported that the patient presented with a stroke and administered alteplase (rt-pa). During mechanical thrombectomy, one pass was made with the retriever to remove the proximal left m1 clot. One hour post procedure, subarachnoid hemorrhage (sah) occured. No medical intervention was performed as the bleeding was minimal. The patient is reported to be "fine". It is the physician's opinion that the sah may have occurred as a result of the m1 and m2 being pulled while removing the retriever.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented with a stroke and administered alteplase (rt-pa). During mechanical thrombectomy, one pass was made with the retriever to remove the proximal left m1 clot. One hour post procedure, subarachnoid hemorrhage (sah) occured in the distal section of the treated vessel. No medical intervention was performed as the bleeding was minimal. The patient is reported to be "fine". The event is considered resolved without any residual effect. It is the physician's opinion that the sah may have occurred as a result of the m1 and m2 being pulled while removing the retriever.

Manufacturer narrative:
(B)(4).the subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event. Review and analysis of all available information fails to indicate a definitive cause for the difficulty removing the device from the vessel.

Event description:
It was reported that the patient presented with a stroke and administered alteplase (rt-pa). During mechanical thrombectomy, one pass was made with the retriever to remove the proximal left m1 clot. One hour post procedure, subarachnoid hemorrhage (sah) occured in the distal section of the treated vessel. No medical intervention was performed as the bleeding was minimal. The patient is reported to be "fine". The event is considered resolved without any residual effect. It is the physician's opinion that the sah may have occurred as a result of the m1 and m2 being pulled while removing the retriever.